Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the oscillation frequency was low. Therefore, the reported condition was confirmed. It was further determined that an unknown liquid was found inside the unit, the electric motor and electric control unit (ecu) were damaged, and the seals and bearings were worn. The assignable root cause was determined to be due to wear on internal electronic and mechanical components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during arthroplastie surgical procedure, it was observed that the battery oscillator device lost power. There was a five minute delay in the surgical procedure and an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.